Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va02ssf, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient experienced loss of therapeutic effect and stated that she had some success with trial however, after the implant she met with representative approximately every 3 weeks into beginning of 2013 to get reprogrammed. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. It was later reported that patient still had concerns regarding their device or therapy but was working with health care provider or manufacturer representative. The patient appointment was scheduled for (B)(6) 2015. Additional information received form the consumer reported that she had a loss of therapy and did not have >50% symptom control. The device reportedly stopped working 2 weeks after implant. The patient had gone back numerous times for adjustments and nothing had helped. The patient also noted that she had chronic sacral iliac issues and back problems that preceded the implant. The patient was implanted for bowel dysfunction and gastrointestinal/ pelvic floor issues.